Manufacturer narrative:
Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Adverse events: "the most common injection-site responses for juvéderm® ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm® ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm® ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional provided clarification of the event, reporting that after injection in the nasolabial fold with one syringe of juv&#580;erm ultra plus xc, the patient experienced pain in the left cheek and upper lip. The patient was also injected with botox in the glabella concomitantly. Healthcare professional stated that within 24 hours of injection the patient was treated with hyaluronidase injections, topical nitropaste, prednisone, and aspirin. Healthcare professional treated the patient with keflex the following day. Healthcare professional also treated the patient with hyperbaric oxygen therapy for 3 days. Healthcare professional stated that the nitropaste treatment changed to viagra after 3 days. Healthcare professional reported "all changes completely resolved without scarring by 2 months, small areas of erythema resolved with aluminum v beam laser after 1 month and 2 month treatments."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "intra vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: warnings: "the product must not be injected into blood vessels. Introduction of juvéderm® ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization."

Event description:
Healthcare professional reported that after injection in the nasolabial folds with unspecified juvederm. The patient experienced an event of "intra vascular occlusion." It is unspecified if treatment has been provided. It is unspecified if symptoms have resolved.

Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional provided clarification of the event, reporting that after injection in the nasolabial fold with one syringe of juvederm ultra plus xc, the patient experienced pain in the left cheek and upper lip. The patient was also injected with botox in the glabella concomitantly. Healthcare professional stated that within 24 hours of injection the patient was treated with hyaluronidase injections, topical nitropaste, prednisone, and aspirin. Healthcare professional treated the patient with keflex the following day. Healthcare professional also treated the patient with hyperbaric oxygen therapy for 3 days. Healthcare professional stated that the nitropaste treatment changed to viagra after 3 days. Healthcare professional reported "all changes completely resolved without scarring by 2 months, small areas of erythema resolved with aluminum v beam laser after 1 month and 2 month treatments."